Event description:
Fentanyl was running on a hospira symbiq pump. Approximately 2 hours later, the pump alarmed with malfunction motor s321, subgroup 21, code: pump motor lack of movement, urgency high, alarm ID: 109, generic arg1: 842, arg2-4:0. The alarm was acknowledged but could not be cleared. The infusion had to be stopped and the pump powered off. This has happened several times. I have submitted reports.====================== manufacturer response for infusion pump, symbiq======================we will analyze the problem.